Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device powered on using battery power and ac power but restarts in a continuous loop. No monitoring can occur. The system board was replaced and the rebooting stopped; but the device gave an err 01 message. The isolation board was replaced with a known good board and the device became functional. A defective chip on the system board was causing the device to reboot constantly. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display freezes and then restarts. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the display freezes and then restarts. No consequences or impact to patient were reported.